Event description:
It was reported by the affiliate that during a prostatectomy procedure, the device had error code 5: instrument. Not noted how case completed. No patient consequence. Two devices returning.

Manufacturer narrative:
Eval summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off and missing. The analysis results found that device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."